Event description:
The customer reported that the unit is not switching on. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit is not switching on. There was no pt involvement. The unit was evaluated by a philips field service engineer. The optical switch was replaced to resolve the reported issue.